Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump had missing segments due to a cracked connector, a bleeding display board, minor scratches on the display window, and a cracked case at the display window corners.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump had missing segments due to a cracked connector, a bleeding display board, minor scratches on the display window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. No further information reported.